Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and also stated that, the insulin pump was beeped. The patient¿s blood glucose level was unknown at the time of the incident. Issue was not resolved by troubleshooting. Customer stated that, the insulin pump alarmed battery out limit after battery change. Customer stated that, the batteries were out of pump greater than duration allowed by the pump. Customer received a battery out, then another battery out, then she got a weak battery and then she got a bad battery and then a low battery. Customer also got a bad battery alert. Customer stated that she got a weak battery alert. Customer got 4 low battery alerts on her pump low battery. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.